Event description:
On (B) (6) 2009, this pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder endoprostheses. Approximately 6 months later, during a follow up examination, focal stenosis and occlusion of the left iliac artery was discovered. The occlusion was outside of the device and not attributed to the device. On (B) (6) 2010, a reintervention occurred whereby a contralateral leg component was implanted in the left iliac artery. The pt is doing well and the occlusion was resolved.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device used in original procedure: (B) (4).